Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the pt suffered symptoms and damage to her body including but not limited to severe pain and discomfort in her thigh and groin, a pinched feeling in her hip joint, metallosis damaging the bone and tissue surrounding the implant, a lack of mobility, and chromium and cobalt metal toxicity. Pt is resident of (B)(6).